Manufacturer narrative:
Device evaluation: one device was received with front cover with a dent on global display label, liquid crystal display (lcd) was cracked, printed circuit board (pcb) was missing light emitting diodes (leds), microswitch was bent, quick connect was corroded, pole clamp discolored, line cord discolored and worn, enclosure had multiple nicks and scratches, outdated pcb, and power source. Per functional testing, the pcb had no power. The complaint was confirmed. The root cause was a faulty pcb. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device had no power. Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.